Event description:
It was reported that an ilet device did not charge despite placement on the charging pad for multiple hours, with the device indicator light green and the orientation verified; the customer was found to be using a third-party charging cord, and a replacement charger was provided with education on proper accessories. Symptoms included no reported adverse clinical effects. Outcomes included replacement charging supplies and user instruction. Customer care provided support that included remote troubleshooting and photo review. Investigation of this case revealed that the charging issue was associated with the use of an incompatible third-party charging cable rather than a device hardware malfunction. It was concluded, based on previously established findings for similar reports, that use of non-approved accessories was the most probable cause.

Manufacturer narrative:
Initial.